Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that device entrapment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion located in the left anterior descending artery. As the catheter was being removed at the completion of a run, there was extreme resistance and the guide and wire position were lost for a while. The physician thought he would have to remove all devices as a unit but then managed to get the opticross into the guide so it could be retrieved. When the catheter was removed it did not have a normal appearance and looked to be looped back on itself. The procedure was completed with a new catheter and the patient was fine.

Manufacturer narrative:
A1 patient identifier: (B)(6). A2 age at time of event 18 years or older. The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. The guidewire exit port was observed lifted and twisted. Pictures were received from the client which the guidewire was observed entrapment/twisted in the exit port of the device.

Event description:
T was reported that device entrapment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion located in the left anterior descending artery. As the catheter was being removed at the completion of a run, there was extreme resistance and the guide and wire position were lost for a while. The physician thought he would have to remove all devices as a unit but then managed to get the opticross into the guide so it could be retrieved. When the catheter was removed it did not have a normal appearance and looked to be looped back on itself. The procedure was completed with a new catheter and the patient was fine.